Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced diaphragmatic stimulation when lying on her right side. Outputs were decreased and her base heart rate was increased to prevent symptoms.